Manufacturer narrative:
B2: date of patient death is unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient with post cardiotomy cardiogenic shock/low cardiac output syndrome was on an impella for mechanical circulatory support. During support, the patient experienced renal failure and sepsis, treatment for these issues is unknown. Additional information noted that the patient died due to a serious infectious disease, this was attributed to the patient being immunocompromised after surgery and undergoing several thoracotomy operations. There is not enough information to exclude the impella device as an associated factor in the patient's demise.

Manufacturer narrative:
Date of death was inadvertently omitted on the initial manufacturer device report number 1220648-2024-24472. B3 date of event was erroneously entered on the initial manufacturer device report number 1220648-2024-24472. G1 reporting contact email revised on manufacturer device report 1220648-2024-24472 in accordance with updated procedures. H6 investigation conclusions code 11 was erroneously entered on the initial manufacturer device report number 1220648-2024-24472.